Event description:
Additional information received reported that the healthcare provider did not remember specifically which patients were affected. She stated that each time the issue occurred, it caused the patient's pump to stop. They caught the issue each time and were able to correct the issue. There were no patient symptoms related to the issue and cause of the issue was unknown. It was stated that they never had the issue with any of their other programmers and they had not had the issue since they had the particular one replaced.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4), product type: programmer, physician. Product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
No symptoms were reported. During a pump update, telemetry was interrupted and the pump reverted to stopped pump mode. The health care professional had to re-interrogate and re-program the pump.